Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose of 401 mg/dl with concern for an infusion set failure while using the ilet, with insulin delivery recorded by the system but without glycemic response; troubleshooting addressed a potential bent cannula or absorption issue, and replacement supplies were arranged. Symptoms included hyperglycemia, sleepiness/drowsiness, and dry mouth. Outcomes included a delay to treatment/therapy and no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an unspecified medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.